Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m215143 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number190-000j / lot: m215143, test base part number 190-430 / lot: m215143. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m215143 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single-use; device discarded.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 using a direct tested nasal sample and the kit swab. Repeat testing was not performed. The patient was also tested with a sekisui medical rapid flue/sara-cov-2 antigen test that used a nasopharyngeal sample and generated a positive result. The patient was reportedly symptomatic and had a runny nose. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use; device discarded

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 using a direct tested nasal sample and the kit swab. Repeat testing was not performed. The patient was also tested with a sekisui medical rapid flue/sara-cov-2 antigen test that used a nasopharyngeal sample and generated a positive result. The patient was reportedly symptomatic and had a runny nose. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.